Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on the device surface and in the suction tube. Moreover, there are multiple light scratches on the shaft insulation layer. Under magnification, it was observed that the manifold between 4 - 9 o'clock positions of the tip shows signs of melting. This damage to the tip would lead to the sparking of the electrode and display output shorted error, confirming this complaint. The electrode was not tested to avoid further damage to the tip. The IFU states: "observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage." Touching the tip of the scope during use is contrary to the precautions stated in the IFU and would cause the damage seen on the active tip. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. However in the interest of continuous improvement, a supplier CAPA has been initiated to investigate and determine a root cause for this failure. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The customer's inventory control coordinator reported that their vapr s90 electrode sparked when inside the patient's joint space. She reported that no debris was seen in the joint space. She confirmed nothing fell off the device but reported it was not working appropriately. The surgeon completed the procedure with another like device with no patient consequences or delay. The device is being returned for evaluation. The coordinator reported that they use the dornach for suction with these devices. She was not present in the procedure and had no further information.